Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 3.1 was not detected on the bus and failed to open. Attempts to recover the drawer were unsuccessful. A hard reboot was performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 row b was not detected on the bus. A field service engineer reseated the tray cables, installed the drawer controller printed circuit board (pcb), rebooted the system, and verified proper operation. The system functioned as intended after the field service engineer repaired the device.